Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. Duragen (unknown catalog#) was not returned; therefore, failure analysis is not possible since the product is not available for evaluation. Additionally, lot number information has not been provided; therefore, the device history record (DHR) could not be reviewed. Based on the available information at this moment, the event is unsubstantiated and there is no evidence of a device-related incident. Therefore, the complaint is considered unconfirmed. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
We received a report that duragen was used for an intramedullary tumor surgery, and the patient developed meningitis which led to death. Additional information was received from an integra representative as follows: "[integra representative] visited dr. (B)(6) of (B)(6), who said that dr. (B)(6) from (B)(6) hospital told him to use duragen carefully since there were reports of two death cases after duragen implantation. He added that a conference committee is investigating whether duragen was the cause, since the surgeon(s) previously used gore-tex and recently switched to duragen and then experience the deaths. Dr. (B)(6) also said he encountered the meningitis in a chiari malformation case involving duragen and does not use it in such cases anymore (so, I suspect the death cases may be related to meningitis). Dr. (B)(6) asked [integra representative] not to visit dr. (B)(6) regarding this matter, as he does not want it known that he shared this information. This is all that we currently know, and we have not received any contact from the hospital or the conference committee. At this point, we do not know 1. Whether this is fact or rumor. 2. At which hospital the death cases occurred. 3. Which lot/batch number of duragen was used. 4. The cause of death: bacterial meningitis or aseptic meningitis". Further additional information was again received from the same integra representative as follows: "the information received was a third-party verbal comment at a medical meeting suggesting a possible patient death potentially involving a duragen product. Reporter was advised that the surgeon requests anonymity, or would decline to provide any patient, clinical, procedural, or device details, and requested that no outreach be made to the involved physician or hospital. No further additional information is available. Medical safety attempts at internal follow-up yielded no further details. No clinician, hospital or regulatory authority has submitted any complaint or adverse event related to this allegation. No patient, event description, device model, or lot information is available. No similar complaints or trends are identified. Conclusion: event is unsubstantiated / unable to confirm. No evidence of a device-related incident."

Manufacturer narrative:
Medical affairs has performed a review of the complaints for duragen and has found no adverse trending for infection or death in japan. The review revealed 1 case of unconfirmed infection reported as fever on october, 1 case of aseptic meningitis on (B)(6) 2025, and 1 case of suspected infection on (B)(6) 2025 (finding of patient infection all over body after surgery) - none of which resulted in death. Further investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.